Event description:
The needle holder had a sharp burr located at the lock box. As the dr was working on the pt, the burr punctured his glove and skin and drew blood from the dr's finger. Result was that the pt had to be tested for hiv.